Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23 mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 4 years, 4 months due to stenosis . The tavr was performed with a 23 mm 9750tfx transcatheter valve. The procedure went well and the patient did great.

Event description:
It was reported that a patient with a 23 mm aortic valve, underwent a valve-in-valve procedure after an implant duration of 4 years, 4 months due to severe degeneration, severe stenosis, and mild regurgitation. The patient presented with nyha class IV. The surgical valve was fractured and a 23 mm transcatheter valve was implanted. The procedure went well and the patient did great.

Manufacturer narrative:
Corrected data: added missing information in b5, b7, and h6 per information received on feb-28-2022. Aware date: apr-12-2022. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.